Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing general surgery. The patient procedure was delayed for several hours, and it was completed next day after repair. The philips field service engineer (fse) visited onsite and confirmed that the system had crashed with geometry errors. Review of the logfile shows application error: bib: bib cookie safeguard problem, possible defect bib, sensor state set to unreliable. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found intermittent geometry errors in the system; restarting temporarily resolved them, but the issues recurred. The fse performed adjustments and current checks for the c arc beam propeller position, detector rotation, and detector shift. All tests ultimately passed, but the fse had to repeat the bodyguard adjustment twice before the propeller current stabilized and passed. The fse concluded that the errors were likely caused by faulty bodyguard adjustments. To resolve the issue, the fse performed required bodyguard adjustment. The issue reoccurred after few days, and issue resolved by replacing the faulty ethernet cable. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had crashed with geometry errors. The user performed a restart, but the issue returned, delaying the procedure. . The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.